Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalogue#: a complete catalogue # is unknown, as product lot number was not provided. Section d4 - lot#: unknown/ not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section d6a - implant date: not applicable. Pi is not an implantable device. Section d6b - explant date: not applicable. Pi is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): patient interface (pi) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product lot number was not provided. Section h6 -health effect - clinical code: 4581: eye anatomy issue. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during treatment with the patient interface (pi) a suction loss occurred during laser firing. The suction ring and syringe were changed, the parameters were modified and the treatment was performed again using it correctly. The patient is reported to be in good health. It was suggested that the possible reason for the loss of suction was that the patient has a small eye. No further information was provided.